Event description:
Cgm accuracy the reported glucose values fall within the a zone of the parkes error grid. It has been reported that readings were over 20% off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4).